Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and re-installed the proportional solenoid (psol) to correct a loose connection of the psol lock. The se ran self-testing and the unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator displayed "air proportional solenoid (psol) stuck open" and was inoperative. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.